Event description:
It was reported that (1) scb45 was used during a lobectomy procedure. It was reported by the affiliate that the device would not staple the tissue but cut. Opened another device to complete the case. No adverse patient outcome.